Event description:
A routine report from our distributor in (B)(6), included a patient sample printout with a glucose value of 29 mg/dl and a po2 value of 31 mmhg. According to the customer, the glucose value measured in the lab was approximately 400 mg/dl.

Manufacturer narrative:
The initial report was included in a routine group of sensor cassette reports by the distributor. Upon review of these reports it was recognized that the reported patient result for glucose was being questioned by the user. Data logs were obtained from the analyzer and reviewed. The calibration and quality control records for this analyzer demonstrate proper function. The sensor cassette, used during the subject sample measurement, was returned for investigation. Failure investigation results on the returned sensor cassette demonstrated proper function within manufacturing specifications. This testing included a verification of a known po2 dependence on the glucose sensor which is documented in the abl80 flex reference manual and is consistent with this reported experience of a high glucose level in combination with a very low oxygen level.